Manufacturer narrative:
A technician got a splinter from the damaged carbon fiber material on the panel while removing the detector during a tabletop exposure. Technician was okay and did not need any medical treatment. The damaged panel will be replaced.

Event description:
The technician was trying to perform a tabletop exposure and went to the table's bucky to remove the detector. While pulling it out, got a splinter from the damaged carbon fiber material on the panel.